Event description:
In 2008, the sales representative reported that during surgery the surgeon was making an adjustment when the tips of the driver bent a little bit. Additional information received the following month, the sales representative reported that the surgeon used another driver within the kit to finish the case as intended. The malfunction has resulted in an adverse event in the past.

Manufacturer narrative:
Product is an instrument and is not implantable. Requests have been made for the return of the product. Request has been made to obtain the product. Evaluation is pending upon the return of the product.